Manufacturer narrative:
Discussions with the physician were provided on the functionality of the minute ventilation sensor and what would cause the oversensing. The child was discharged and has not experienced any physical or mental damage. There are currently no plans to bring the child back into the clinic. The physician does not feel that there are any issues with the rv lead; however, both the right atrial and left ventricular non boston scientific epicardial leads were confirmed to have sustained damage. In addition, the child will not be monitored via a remote monitoring system. The crt-p remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced a loss of consciousness while taking a bath and fell into the water, nearly drowning. The patient was hospitalized and interrogation of the crt-p revealed that there was oversensing of the minute ventilation signal resulting in pacing inhibition and subsequent asystole. There is also a suspected issue with the non-boston scientific right ventricular (rv) lead. The minute ventilation sensor was programmed off and the patient is at home and in stable condition. No additional adverse patient effects were reported. This crt-p is an abdominal implant.